Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented on (B)(6) 2016 for routine follow-up, the pulse generator had reached elective replacement indicator since (B)(6) 2016. The battery voltage assessment by technical service was 1.6 years longevity remaining. The physician decided to explant and replace the device. The patient had no complications and discharged from the hospital same day.

Manufacturer narrative:
After clearing the flag, battery assessment showed that the device was above - elective replacement indicator -.